Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button issue. The customer's blood glucose value was unknown at the time of incident. The customer was reported that insulin pump had crack on top screen, act button and escape button was harder couple of times, battery did not work. The insulin pump will not be returned for analysis.